Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The surgon applied another device to complete the procedure. The hosp has reported no pt injury occurred.